Event description:
It was reported that the front translation chain broke during angulation afer the table was driven into the ceiling monitor suspension. No injury was reported. A pt was on the table but was not injured. If the event were to recur, the concern is that a serious injury may result if the operator had their foot under the table.

Manufacturer narrative:
Investigation is ongoing.